Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, and pcba 2. The force sensor was corroded. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2023 at 23:41:55.000 due to corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched case, cracked battery tube threads, cracked case battery tube side, cracked case at the corner of the belt clip rail, pillowing keypad overlay, and stained keypad overlay. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file (primary svn (B)(4). (B)(6) 2023 17:15:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 17:31:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 23:41:55.000 alarmalertnotification (40) faultnumber: brokenforcesensorerror (35) unable to test for lost sensor alarm due to critical pump error (open book image) alarm. Lost sensor alert unknown. Pump error 35 confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 18-jan-2023 in the pump history file (svn (B)(4). (B)(6) 2023 11:39:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 11:41:08.000 batteryremoved (55) (B)(6) 2023 11:41:08.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 01/12/2023 11:41:38.000 batteryinserted (44) (B)(6) 2023 14:34:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) (B)(6) 2023 15:21:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) (B)(6) 2023 20:11:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 20:27:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 02:10:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 19:10:02.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 19:45:02.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 20:20:01.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 21:19:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 21:35:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unable to test for low battery alert, no delivery alarm, lost sensor alarm, and sensor error alert due to critical pump error (open book image) alarm. Low battery alert unknown. No delivery alarm unknown. Lost sensor alert unknown. Sensor error alert unknown. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file (svn (B)(4). (B)(6) 2023 17:15:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 17:31:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 23:41:55.000 alarmalertnotification (40) faultnumber: brokenforcesensorerror (35) unable to test for lost sensor alarm due to critical pump error (open book image) alarm. Lost sensor alert unknown. Pump error 35 confirmed. Unable to perform the functional test due to critical pump error (open book image) alarm. Unable to confirm alleged low bgs. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Unable to perform carelink upload confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl at the time of the event. And hospitalized. And also customer received critical pump error 35. It was unknown about the symptoms of low bg. Troubleshooting was performed for critical pump error and found that pump performs safety checks and an error was found. It was unknown about customer had been using the insulin pump within 48 hours of event or not and it was unknown that the auto mode feature was active at the time of the event  or not. No further patient complications were reported; however, the customer will discontinue the use of the insulin pump. And insulin pump will be returned for analysis.